Event description:
It was reported that 1 bd pen ndl 32g 4mm 90 CT was unable to deliver insulin or medication and unable to prime. The following information was provided by the initial reporter: the consumer reported that when taking injection and sometimes when priming no insulin flows. Date of event : unknown; samples : no.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm 90 CT was unable to deliver insulin or medication and unable to prime. The following information was provided by the initial reporter :   the consumer reported that when taking injection and sometimes when priming no insulin flows. Date of event : unknown. Samples : no.